Event description:
Technical services received a call on (B)(6) 2011. Caller stated patient came in today and seen by dr. (B)(6) . When patient is sitting still everything looks good. When doing isometrics there is noise on a egm. Atrial impedance was stable and good even with isometrics. The patient will see dr. (B)(6) on thursday, on (B)(6) 2011, to further evaluate and determine what they want to do. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).